Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned. No photo available. The device history record review shows that the product was assembled and inspected according to our specifications. No issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed due to the lack of sample. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that a piece of the device broke off into a patient's mouth while performing electric shock treatment. The broken piece was retrieved and the patient was fine. No patient injury reported.